Event description:
Asku

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis. Analysis determined that the setscrew marks on the lead pin is too proximal. This indicates that the lead was not fully inserted into the device header.